Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's dbs system lead was 4mm too deep. Surgical intervention was taken and he surgeon pulled the lead back 4mm to the correct location. No product was explanted or replaced and the reported issue was resolved.